Event description:
The patient reported that 9 of the v-go 20 devices in the most recent box she received, the needle button accidently released prior to the completion of the 24-hour period. Patient went on to report that when this happened she experienced a high blood glucose level of 250 at 6am on (B)(6) 2021. Patient has a normal reading of 130 and at time of call ((B)(6) 2021 11:35 am est) her blood glucose reading was 163. Patient experienced fatigue, and has experienced similar experiences since beginning v-go device. Patient removed and replaced her v-go device with a new v-go and administered clicks for treatment.